Manufacturer narrative:
The subject femoral stem is manufactured from ti6al-4v titanium alloy to material specifications ims0070/hms5643. Per the specifications the stem material does not contain nickel, cobalt, or chromium. As such, the reported device did not contribute to the alleged allergic reaction. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The patient reports that stryker hip was implanted in (B)(6) 2011. The patient reports that 6 weeks after the implantation, he started to have pain. First he had pain in his muscles, afterwards this was extended and he allegedly started to have pain in all his bones. The patient underwent several examinations and it was determined that he is allergic to nickel/cobalt/chromium. The patient further reports that he has a continuous pain that is unbearable. The patient would like to know if the implants he had contain nickel/chromium or cobalt. The second hip of the patient is in a bad condition, and a new hip on the other side will need to be implanted shortly.

Event description:
The patient reports that stryker hip was implanted in (B)(6) 2011. The patient reports that 6 weeks after the implantation, he started to have pain. First he had pain in his muscles, afterwards this was extended and he allegedly started to have pain in all his bones. The patient underwent several examinations and it was determined that he is allergic to nickel/cobalt/chromium. The patient further reports that he has a continuous pain that is unbearable. The patient would like to know if the implants he had contain nickel/chromium or cobalt. The second hip of the patient is in a bad condition, and a new hip on the other side will need to be implanted shortly.

Manufacturer narrative:
Additional devices listed in this report: cat 330698 desc: c-taper cocr lfit head 28mm/+5, lot code mhp9pm. Cat 0580-6-852 desc: exeter. Low profile acetab cup, lot code g3044799. It cannot be determined which, if any of these devices may have caused or contributed to the patients' experience. It was noted that the devices are not available for evaluation as they remain implanted. Additional information has been requested and if received, will be provided in the supplemental report. Device implanted in patient.